Event description:
In 2002, account manager, called and reports that user is alleging that the brakes will not lock on the bed due to a bearing, item 32, on page 5-18 in manual mano13re not staying in the correct position causing the brake pedal not to work properly.